Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive was selected for use. It was mentioned that during the procedure, once the puncture was performed and when the farawave catheter was inserted into the sheath, air bubbles were noted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was lost.